Manufacturer narrative:
The results of the investigation are inconclusive since the device is not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken on 04 nov 2019 wherein the lead was repositioned. Effective therapy was restored after surgery.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not getting adequate pain relief. X-rays were taken and confirmed the lead had migrated. Surgical intervention may be pending to address the issue.